Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient obtained the blood glucose readings of 389 mg/dl and 500 mg/dl on the reported meter within 20 minutes of each other. The patient took the action of taking an increased dose of insulin using his pump, "ur 500". Afterwards, the patient experienced the symptoms of shaking and confusion. The patient did not seek any medical attention or treatment. Troubleshooting revealed the meter had not been programmed with the correct calibration code number for the lot of test strips in use, which can cause inaccurate readings. The meter and test strips were replaced. The patient had not programmed the meter with the correct calibration code number. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on elevated meter readings. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k073231.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.